Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-100n manufactured by ecolab. Avid medical received a complaint on (B)(6) 2015 originated by (B)(6) medical center stating a hole in the warmer drape was discovered at the end of the case. The complained drape was available for evaluation. Avid medical issued formal complaint #(B)(4) to the manufacturer ecolab for a hole in the warmer drape - part # ors-100n. The warmer drape lot # is not known. Arrangements were made by ecolab to retrieve the complained drape for evaluation. No patient injury was reported.